Event description:
It was reported that the physician's handheld would freeze upon device interrogation. A hard reset would resolve the problem and the patient's devices would be able to be interrogated or have diagnostics run. It was reported that the issue has been persistent for some time and the physician would like a new programming tablet. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The suspect handheld and software were returned for analysis. Analysis of both the handheld and software showed that there were no observed anomalies and the devices performed according to functional specifications.